Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary plumset was being used to deliver an unspecified chemotherapeutic agent, via a plum pump. After an unspecified length of time in clinical use, it was reported that a leak of solution was noted from the filter. No specific event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
An investigation is in progress. This report represents all the info known by the reporter upon query by hospira personnel.